Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to pain in the insertion site on (B)(6) 2020 with unknown blood glucose level. The customer was treated with antibiotics. The customer reported there was blood at site. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.